Manufacturer narrative:
Device eval: the affected device was not returned. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Because the affected device was not returned, the root cause could not be determined. If the device is returned in the future, this investigation will be reopened and an additional follow up submitted.

Event description:
Customer stated that air bubbles were found in a syringe while being used in a procedure. No air was injected into the pt. When the air was seen the lines were purged and the procedure continued. The customer was unsure how the air was entering the syringe. The device was disposed of by the customer.